Event description:
It was reported that pre-operatively the patient was diagnosed with herniated nucleus pulposus, degenerative disc disease, spinal stenosis c4-5, c5-6, c6-7. Patient underwent an anterior discectomy and fusions, c4-5, c5-6, and c6-7 using rhbmp-2/acs on (B)(6) 2006. Patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on: (B)(6) 2006 the patient presented with the following pre-op diagnosis: herniated nucleus pulposus, degenerative disc disease, spinal stenosis c4-5, c5-6, c6-7. The patient underwent: anterior discectomy and fusions, c4-5, c5-6, and c6-7; anterior cage fixation, c4-5, c5-6, and c6-7; anterior neural decompression, c4-5, c5-6, c6-7; anterior plate fixation c4-5, c5-6, c6-7; intra operative biplane fluoroscopy. As per op notes, a peek implant filled with cancellous autologous bone and bone morphogenetic protein were placed in the inter-discal space at c4-5, c5-6 and c6-7.